Event description:
Customer reported s aureus isolate vancomycin (va) mic discrepancy. The customer obtained vancomycin susceptible results on the panel and vancomycin intermediate results when tested against another test method for the isolate. It is unk if the results were reported to the physician or if results were delayed or withheld. There are no reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Evaluation method- routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: other - based on a comparison to another test method, an incorrect interpretation was provided for this isolate. Conclusions: other - there are no reports of adverse health consequences associated with the discrepant result. Product is within performance claims.